Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose and was hospitalized. The customer's blood glucose level was 800 mg/dl. The customer was treated with IV drip, IV insulin drip and was released 4 days later with insulin pen. The customer was admitted at (B)(6) on (B)(6) 2014. The cause of the customer hospitalization per health care provider was diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization.